Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented to the emergency department sick (and crashing) and was shocked multiple times. The patient was then sent to the cath lab for balloon angioplasty and stenting of the right coronary artery that was heavily tortuous and heavily calcified. Two xience alpine stents were deployed in the distal rca. After the two stents were placed, a narrowing was noted distal to the two xience alpine stents so a mini vision rx 2 x 8 mm coronary stent system was being advanced through the two xience alpine stents when the patient coded again. When the stent delivery system was removed from the anatomy, the stent was not on the balloon. No further attempt was made to locate the stent due to patient's condition. As of the time of this report, patient is not doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). Initially it was reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement and foreign body in patient appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.